Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("vaginal bleeding"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: reporter information, patient details, lab data, product information, concomitant drugs and events: abnormal bleeding (general), vaginal bleeding, apareunia, dysmenorrhea, left lower quadrant pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C81742 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone (depo provera) since 2009 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after deployment, 6 coils were noted, it was then threaded in the opposite fallopian tube. After deployment, 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-nov-2018: update of information (lot number c81742 is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone (depo provera) since 2009 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (menorrhagia) and event- abnormal bleeding (vaginal) clubbed to previous events. Concomitant drug, reporter information, lab data date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C91742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone acetate (depo provera) since 2009 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after deployment, 6 coils were noted, it was then threaded in the opposite fallopian tube. After deployment, 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and genital haemorrhage ("abnormal bleeding (general)/excessive bleeding") in a 35-year-old female patient who had essure (batch no. C91742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sleep apnea since (B)(6) 2018. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone acetate (depo provera) since 2009 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pain"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/cramping"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed), salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after deployment, 6 coils were noted, it was then threaded in the opposite fallopian tube. After deployment, 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Lot number: c91742 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. C81742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone (depo provera) since 2009 for contraception. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced pelvic pain ("pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). On 1-jun-2015, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and abdominal pain lower had not resolved and the menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: after deployment, 6 coils were noted, it was then threaded in the opposite fallopian tube. After deployment, 5 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6). 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number added. Other reporter (hcp) added. Pt of event 'perforation of organs' updated to 'uterine perforation'. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.